Manufacturer narrative:
The device was evaluated by ventec where the reported issue of low inspiratory tidal volume (vti) levels was confirmed. Ventec observed that the cable which connects to the external flow module (efm) was not fully seated. Ventec then reseated the cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the cable which connects to the efm was not fully seated. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device's inspiratory tidal volume (vti) levels were low. There was no patient involvement associated with the reported event.